Event description:
No matter how much I pulled it wouldn't come out - vagina [foreign body in reproductive tract]. Hurt - vagina [vulvovaginal pain]. No matter how much I pulled it wouldn't come out and it hurt so much [complication of device removal]. Case narrative: consumer reported via social media that after a considerable amount of time and pain, she was able to remove her tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.